Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
A patient reports while wearing a pod between 5 and 24 hours their blood glucose level had rose to 380 mg/dl. In addition, the pod failed to adhere and reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, the patient applied a new pod.